Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a pelvic exenteration, the knife of the device was described as protruding from beyond the jaws. The surgeon opened another device to complete the procedure. There was no pt injury.